Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level between 50-55 due to pump settings. Customer required assistance to treat the low bg and drank sugar water. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.